Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a bed sore when wearing the device. The patient reported the sore was on their back underneath the shoulder blade. The patient stated the sore was broken and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient had a wound vac on the area and removed the device. Follow up indicated that the irritation improved. It is unclear if a medical professional applied the wound vac, reporting out of abundance of caution. Supplemental report 9/27/2021: submitting report to correct section.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a bed sore when wearing the device. The patient reported the sore was on their back underneath the shoulder blade. The patient stated the sore was broken and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient had a wound vac on the area and removed the device. Follow up indicated that the irritation improved. It is unclear if a medical professional applied the wound vac, reporting out of abundance of caution.